Event description:
A report was received that the patient was experiencing pocket site pain whether the stimulation was on or off. The physician believed it was not device related and sent the patient for injections. No further course of action will be taken.